Event description:
The pt was transferred to our facility for a coronary stent of the ramus artery. The pt also had disease in the circumflex artery, due to advanced renal disease. A decision was made to do a coronary stent. During the procedure, it was noted that the vessel was more tortuous and had additional s-curves. This made the procedure more difficult, and required use of a mailman wire for passage of the stent and ptca balloons. The distal ramus was stented, and the stent of proximal ramus was started when it was noted distal portion of guide wire had broken off in the ramus. The procedure was stopped and a cardiothoracic surgeon was consulted. The pt was taken to surgery for CABG the next day. The coronary vessels were bypassed, but a surgical decision was made to leave the tip in the artery.